Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 49mg/dl and treated with glucose. Customer also indicated that emergency services were called to their home. Customer indicated that their blood glucose value was 230mg/dl at the time of the call and there have been sensor glucose and blood glucose differences in the past. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. There was no indication that the insulin pump over delivered insulin. The customer declined further troubleshooting. Customer was advised to monitor the pump and blood glucose and call back if any further issues.